Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to start-up. Upon troubleshooting fse found that the problem originated from a blown fuse in the m cabinet. To resolve the issue, fse replaced blown fuse. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation result code was correctly updated.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.